Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the patient¿s cgm displayed 250 mg/dl and the patient self-treated with insulin. However, the cgm value continued to increase and he administered additional insulin. A short time later, he became diaphoretic with blurry vision and difficulty walking. The patient¿s spouse took him to the emergency department where is bg upon arrival was 43 mg/dl. He was treated with IV glucose, monitored and released the following day. At the time of the report, the patient was doing well. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that fall within the d zone of the parkes error grid.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that after eating pizza the patient's cgm values began to rise in the evening to around 250 mg/dl. He assumed he ate too much pizza and took a humalog dose. Two hours later the cgm was higher, and he took additional humalog. This continued until early the next morning. At approximately 3:00 am he became ill. He was sweating, his vision blurred, and he lost balance control. His wife took him to the hospital. At the emergency room (ER) his bg was 43 mg/dl but his cgm was reading 350 mg/dl and had not alarmed. He was given crackers and peanut butter and IV glucose. He was told that he was very near going into a diabetic coma. He was admitted for observation and released on (B)(6) 2022. At the time of the report, he was in good condition. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).